Event description:
The stem was inserted into the canal with proper preparation and insertion. The doctor then did a final trial reduction to determine the neck length. After choosing a femoral head and wiping the stem taper off, he then noticed a crack on the medial calcar. The stem was then removed.

Manufacturer narrative:
Evaluation summary: surgical details of the case pertaining to reaming/rasping are unknown. Exact cause is unknown. Evaluation codes:86-100 no product or x-rays were returned for evaluation. Device history records indicate manufacture to specification.